Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic total hysterectomy procedure, during cuff closure, the surgeon used 8 reloads, the third and the fifth reload fell into patient's cavity and they were retrieved using a grasper. They opened another reload to resolve the issue and complete the case. The patient is alive with no injury. The devices are expected to be returned for evaluation.